Manufacturer narrative:
This report is being submitted to correct the previously reported described event or problem (b5) and to update the associated coding fields: device problem code grid, evaluation results code grid, component code grid, and conclusion code grid. This report is deemed reportable due to the visible foam particles found inside the assembly by the third-party service center. The associated recall (z) number is z-1958-2021.

Event description:
Correction: a bipap a40 device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not reported to be in clinical use. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, unrelated to the reportable malfunction, the printed circuit assembly (pca) will need replaced due ventilator inoperative error codes found in the log in relation to a defective eeprom and the device being unable to write to the event log. Also, dust/dirt/tobacco contamination was found inside the device, and the accessory port cover was missing. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped without repair after the evaluation was completed.

Manufacturer narrative:
This report is being submitted to include the additional recall (z) number: z-1813-2024.

Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly, and the printed circuit assembly (pca) was defective and replaced due to a ventilator inoperative error e020 (ventilator inoperative). Additionally, dust/dirt/tobacco contamination was found inside the device, error e096 (unable to write to event log) was identified, the accessory port cover was missing, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped after the evaluation was completed.